Event description:
It was reported that (2) devices were not being used in a case. It was reported by the rep that the materials management was testing both hp052 devices, due to a report that they stopped working. This did not happen during a specific case. There was no consequence to any pt.